Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Implant date: (B)(6) 2004 or 2005. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although, it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2004: the patient was pre-operatively diagnosed with lumbar spinal stenosis l3-4 and l4-5. Acquired grade I l3-4 spondy lolisthesis. Prior l4-5 decompressive surgery and underwent the following procedures: open posterior decompressive bilateral re-exploration l3-4 and l4-5 laminectomies. Intraoperative microscope for illumination, magnification and microdissection over the nerve roots of l3, l4 and l5. Intraoperative c-arm fluoroscopic guidance for placement of the pedicle screws and cages for arthrodesis. L3-4 transverse lumbar interbody fusion, approach from the left(arthrodesis). Using traxis peak bone mechanical cage (11 x 9 x 25mm). With posterolateral arthrodesis at l3-4. Using local autograft bone. Use of morselized allograft bone(including use of bone morphogenic protein). With transverse lumbar interbody fusion and l4-5 arthrodesis. Using a traxis peak cage 11 x 9 x 25mm. With posterolateral l4-5 arthrodesis. Posterior segmental instrumented fusion l3 to l5. Intraoperative electrophysiological monitoring for two hours. Normal monitoring for a total of 10 nerves, l2, l3, l4, l5 and s1 bilaterally.

Event description:
Reportedly, the patient has "pain, mental anguish, and the fear of needing another surgery."

Manufacturer narrative:
(B)(4).